Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a patient with rainbow glare in the right eye at night one month post lasik. The patient is happy with the outcome. The patient is scheduled to return in three months for follow up and the rainbow glare will be monitored.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. Review of the logfiles for the day of treatment shows no errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed. The logfile shows multiple successfully performed treatments. The energy was stable during treatment day. The reported treatment could be identified in the logfile. The logfiles show that the beam control check was done about fifteen minutes before laser fired instead of immediately before firing. Treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated surgery within the recommended settings. No technical root cause could be identified. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Regulatory report attachment was not attached to the previously submitted MDR. The manufacturer internal reference number is: 2020-12514 - attachment: [pr1535309 fda0035885-2020-0014 24-feb-2020.pdf].